Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an internal battery depleted alarm condition was observed. The device's power supply was replaced to address the issue.

Manufacturer narrative:
The manufacturer reported a ventilator's power supply was replaced for an internal battery depleted alarm. This issue was previously reported on MDR 2518422-2015-00263.